Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed end of life battery status. Seven months earlier, battery status was two years remaining. There was concern that the battery depleted more rapidly than expected. A replacement procedure is intended. No adverse patient effects were reported.

Event description:
Subsequently, a replacement procedure. This device was removed and replaced.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon explant and return to the post market quality assurance laboratory, analysis will be performed and this event will be updated.